Event description:
It was reported that an allergic reaction was suspected. An allergy test kit and sample materials were requested. An order was placed for delivery to patient's health care provider on (B)(6) 2012. On (B)(6) 2012 it was reported that the test kit was sent out for the patient. No results have been reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead; product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).